Event description:
Company is failing to disclose in television advertising that presence of blood could result in a false positive test, and that the test should not be used by persons who may, for a variety of reasons, have blood in their stool. This disclosure should be on par with the disclosure the company makes that the test should not be used by persons at high risk for colon cancer. FDA safety report ID# (B)(4).